Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient experienced high blood glucose levels because the pod stopped delivering insulin after one hour of use. The issue led to symptoms of ketones, vomiting, and inability to eat, resulting in a visit to the emergency room on january 26th. She was diagnosed with near-diabetic ketoacidosis and treated with an insulin drip and ketone checks. The visit lasted two days, with discharge on january 27th. The pod had three issues: losing connection, beeping after one hour, and causing high blood glucose. The pdm was in use during the alarm. The error code indicated a pod expiration. A replacement pod was sent within 24-48 hours. The pod was discarded.